Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. Device evaluation: visual analysis of the returned device identified; crease fold, wear abrasion, deformation, encapsulation (50-100%), the weight the device within specification, observed 40 mm dark patch edge material inside gel device and cloudy color in the gel observed after autoclave cycle. Based on the device analysis the final assessment is: no were observed openings on the device or issues related with the complaint (rupture). Reason for reoperation due to rupture. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a left side rupture. The device has been explanted.